Event description:
The account alleged that the cardio pulmonary resuscitation and emergency trendelenburg do not function. No pt impact.

Manufacturer narrative:
No further info is available o the repair of the bed at this time.